Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead was never used due to its shape. The physician noted that there was a curve at the proximal end of the coil and near the connector sleeve without the use of a stylet. The lead was never used. There was no patient involvement.